Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a maverick 2.5x12mm balloon. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent to the circumflex (cx) artery, but was unable to cross the lesion and upon removal, a burr was noted. The procedure was completed with another taxus stent, same size. No pt injuries or complications were reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure.